Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the b button hasn't been responding properly for about two months and currently it has stopped working. Customer didn't recall her blood glucose when the issue first started but the most recent was 13.5 mmol/l. The customer didn't recall any significant event which may have caused the keypad, the device only has a few scratches. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not returning for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive b button due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump was received with minor scratches on lcd window.